Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) didn't stick to the vessel wall and came out of the skin. The procedure was completed using manual compression for twenty minutes. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The mynx vcd was used in a percutaneous coronary intervention (pci) using a retrograde approach. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip. There was mild vessel tortuosity. The advancer tube was held in place while removing the balloon from the access site. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2019203 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) didn't stick to the vessel wall and came out of the skin. The procedure was completed using manual compression for twenty minutes. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The mynx vcd was used in a percutaneous coronary intervention (pci) using a retrograde approach. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip. There was mild vessel tortuosity. The advancer tube was held in place while removing the balloon from the access site. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. It was reported that ¿the advancer tube was held in place while removing the balloon from the access site.¿ however, the advancer tube was found remain inside the shuttle cartridge tubing. The condition of the returned device indicates an incomplete removal of the device. The procedural sheath was not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock, which is intended per the mynxgrip instructions for use. A functional simulated deployment test was not performed on the returned device. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. Without the return of the sealant a complete physician evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place while withdrawing the balloon catheter through the advancer tube lumen and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.